Event description:
During product evaluation by baxter the pump failed for accuracy on channels "a" and "b". There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 29, 2007. Evaluation summary:the condition of failing for accuracy was confirmed. Inspection of the device found that the cause of the accuracy failure was due to defective pump head modules "a" and "b". The pump head modules were replaced. The device was returned to the customer fully operational.